Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, unexpected restart alarmed after battery change. We were unable to verify root cause due to pump preservation. Was unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been received which was not included with the initial reports. The information has been provided with this report. The serial number and failure analysis results included with this report are the most recent device information provided, in which the customer had in their possession. The insulin pump passed prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had an intermittent unexpected restart after battery change. We were unable to determine root cause due to insulin pump preservation. No cosmetic damage noted on pump assembly. We were unable to perform data analysis due to no insulin pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Event description:
It was reported that the customer's husband called back to notify the insulin pump that was originally returned was not the most recent insulin pump the customer had in their possession.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2016-80362.

Event description:
It was reported that the customer passed away at home on (B)(6) 2015. The cause of death was malignant arrhythmia and hypertensive cardiovascular disease. The caller stated that on the morning of (B)(6) 2015 the customer was sick. The caller did not know the customer's blood glucose at the time of death. However, the customer's last recorded blood glucose value was 130 mg/dl on (B)(6) 2015 at 10:40 pm. The caller stated that the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had two insulin pumps which the caller wanted to return. The caller confirmed that the insulin pump reported on this medwatch form is the insulin pump that the customer was wearing at the time of death. This insulin pump was previously reported by the customer and they were advised to discontinue use of the device. The customer had agreed to return the product for analysis. Please see medwatch report 3004209178-2016-80362.

Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Pump was received with no battery in the battery tube. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Pump passed prime,displacement, rewind, basic occlusion occlusion and excessive no delivery alarm tests. However alarmed after battery change. Unable to verify root cause due to pump preservation. Data analysis unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received with out battery in the battery tube.a.m. 2/16/16